Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a decrease in pacing impedance, from 900 ohms at implant to 190 ohms. The physician elected to bring the patient into the lab for evaluation. Painless lead impedance tests (plit) demonstrated normal impedance measurements, however, this test utilizes a low energy shock. A maximum energy shock was delivered, and an audible popping noise was heard in the pocket. A guidant technical services (ts) consultant recommended explanting both the device and the defibrillation lead, as performance could not be verified. To date, there have been no reported patient symptoms associated with this clinical observation.